Event description:
It was reported that the patient experienced an episode of oxygen desaturation to the low 80's with the use of the life 2000 device in conjunction with 10lpm oxygen bleed-in via nasal cannula invacare platinum 10 oxygen concentrator. No medical intervention was required, the patient was returned to his already prescribed 10lpm oxygen via nasal cannula and the patient's oxygen saturation recovered to 94%. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient experienced an episode of oxygen desaturation to the low 80's with the use of the life 2000 device in conjunction with 10lpm oxygen bleed-in via nasal cannula invacare platinum 10 oxygen concentrator. No medical intervention was required, the patient was returned to his already prescribed 10lpm oxygen via nasal cannula and the patient's oxygen saturation recovered to 94%. The patient has a medical history of chronic respiratory failure with hypoxia, copd, idiopathic pulmonary fibrosis, and pulmonary artery hypertension. There was no allegation of a device malfunction. The patient denied witnessing a flow meter ball drop on the concentrator and reported no kinks in the oxygen tubing, nasal interface or hoses. The patient also reported that there were no alarms from the vent, compressor, or oxygen concentrator. During an in-home visit by a respiratory clinician, flow meter ball drop was observed to occur from 10lpm to 8.5lpm when the life 2000 device was connected to the patient's oxygen concentrator. The clinician exchanged the life 2000 equipment however, the issue did not resolve. During this visit, the patient was also noted to have experienced oxygen desaturation to 85% spo2 when ambulating 10 feet, and to 90% spo2 when talking while using his oxygen concentrator and 10lpm oxygen via nasal cannula without the use of the life 2000 device. Titration of settings was not attempted due to the patient's high oxygen needs as well as the concentrator's noted flow meter issue. The patient was advised to consult with his healthcare provider for continued use of the device. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as pulmonary fibrosis, respiratory failure, copd, emphysema, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the reported desaturation was temporary and there was no report of permanent impairment of a body function or permanent impairment of body structure. Additionally, the patient recovered on previously prescribed oxygen and did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. Decreased oxygen saturation may occur in individuals with underlying lung disease and cannot be only attributed to the use of the life 2000 device. This patient had multiple chronic pulmonary conditions as previously noted. It is unknown at this time whether the patient's decreased oxygen saturation level is related to his underlying pathology or use of the device due to pending inspection of the device and its components, therefore a malfunction cannot be ruled out. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.